Event description:
It was reported that a patient underwent a small excisional procedure on (B)(6) 2011 and suture was used. Seven days post operatively, the wound opened up. The wound was resutured. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.